Manufacturer narrative:
Analysis of the pump on 2018-feb-21 revealed a power on reset of an undetermined cause and a low battery reset of an undetermined cause. Analysis of the pump on 2018-feb-21 had also revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall due the shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6)2018: fentanyl with concentration 3,000.0 mcg/ml at a dose rate of 18.6 mcg/day, bupivacaine with concentration 5.0 mg/ml at a dose rate of 0.0310 mg/day, and clonidine with concentration 50.0 mcg/ml at a dose rate of 0.310 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was received for analysis.

Manufacturer narrative:
(B)(4). The (B)(4) pertains to the analysis finding of a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall due the shaft bearing. The (B)(4) pertains to the analysis having identified a power on reset of an undetermined cause and a low battery reset of an undetermined cause. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl (3000 mcg/ml at 200 mcg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2017 it was reported that last week the pump was interrogated in the office and the physician received a message on the physician programmer stating that reset of the pump had occurred. The patient had increased pain. There was no environmental, external, or patient factors that may have led or contributed to the issue. No troubleshooting was performed. The pump was replaced. The catheter was intact and had good csf (cerebrospinal fluid) flow. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.